Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t shut down when turned on and the mains power shut down as well. Reportedly, the customer heard a bubbling sound like refrigerant was leaking from the cooling coil. There was no patient involvement.

Manufacturer narrative:
Patient identifier-ethnicity: there was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective cooling coil and defective compressor. The device has been replaced with another and will not be repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: complaints database analysis revealed that no similar event since unit installation in 2017. The reported event is a known issue. Livanova put in place corrective action to reduce this type of events in case of breach of the cooling coil being generated due to stirrer flow in the tank leading to hole formation in a narrow area of the coil. However, in this specific case, the exact location of the hole on the cooling coil could not be determined. In 2020 it was performed the erosion kit upgrade of the device that includes the new design of the pump head of the stirrer motor to prevent the water flow directed to the narrow area of the cooling coil. The issue was claimed after the upgrade and most probably the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.